Event description:
It was reported that prior to an interventional procedure, pre-close placement of the sutures was attempted in a heavily calcified common femoral artery using perclose proglide devices. After the first proglide device was inserted into the vessel through a 6-french sized access site, the suture deployed successfully. Reportedly, after suture deployment of the second proglide device, difficulty was encountered removing the device. The foot plate was cycled open and closed which freed the device, but as the device was being removed the suture also came out with the device. The first proglide device suture remained intact. A third proglide device suture was successfully deployed 60-degrees opposite in orientation and set to the side. The access site was dilated to an unspecified size to match the outer diameter of the delivery catheter. After conclusion of the interventional procedure, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported experience was confirmed based on the damage detected during the analysis. Analysis indicated the foot had been displaced during deployment and was twisted and outside of the device. The foot was still attached to the device via the control wire. This finding indicates the device encountered excessive resistance during use. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. The common femoral artery was reportedly heavily calcified. It should be noted that the perclose proglide instructions for use state under special patient populations that the safety and effectiveness have not been established, in patients with femoral artery calcium which is fluoroscopically visible at the access site. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.